Event description:
Boston scientific crm received information that this atrial lead was exhibiting inconsistent p-waves measurements with the pacing system analyzer (psa) and the pacemaker. However, impedance and threshold measurements were the same between the psa and device. A revision procedure was performed and the lead was found to have dislodged.

Manufacturer narrative:
The lead was successfully repositioned. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.